Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged, the pump "alerted about high and low blood glucoses and when she tests her bg the levels are neither high nor low". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: a review of the pump black box and cgm history showed cs213/cs208 cgm glucose above user limit warnings. A review of user settings showed that the cgm high limit alert was enabled and set to 200mg/dl and 80mg/dl. During testing, the cs213/cs208 warning was simulated with 100mg/dl and 80mg/dl as threshold. The pump gave the appropriate cs213/cs208 warnings as audible and visible alerts. The cgm warning feature was found to be functioning properly. The complaint of a cgm warning issue was unable to be duplicated during investigation.